Event description:
Reporter alleged the compact system test strip drum used to finger-stick blood glucose levels did not have the lot number or expiration printed on the vial. Customer indicated the label on the test strip vial was blank and the box in which it was contained is not available. As a result, no actions were taken or treatment was received as a result. A request was made for the return of the suspect device and replacement product was sent. Compact system: meter serial # was not provided and compact test strip drum lot number and expiration date was not available.

Manufacturer narrative:
The suspect product is the compact test strip drum.